Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a sneezing fit and after that his artificial urinary sphincter (aus) was not working properly and he started to experience incontinence again. Initially it was thought that the patient accidentally deactivated his pump, but when the surgeon tried to reactivate it, there was no fluid in the pump. A revision surgery was performed, and it was found that the pressure regulating balloon (prb) had ruptured and had a split in it. The prb was removed and replaced, and the aus is now working fine. No patient complications were reported.